Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. Additionally, data analysis for this product and issue has been reviewed. Review showed no adverse trends have been identified. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. The 30-day initial report was incorrectly populated as (B)(4) 2015. Correct date received by manufacturer is (B)(4) 2015.

Event description:
Customer reported that two weeks prior to contacting adc, she experienced feeling light headed and dizzy and stated she was also "throwing up anything she takes". Customer attempted to test her blood glucose but was unsuccessful due to her adc blood glucose meter turning on with button press but not with test strip insertion. Customer blindly self-treated with 6-8 units of lantus (long-acting) insulin and novolog (fast-acting) insulin and self-presented to an emergency room since her symptoms persisted. In the emergency room, a blood glucose result of 360 mg/dl was obtained on the hospital meter and customer was diagnosed with hyperglycemia and administered intravenous treatment and insulin. Customer was stabilized and released the same evening. There was no report of death or permanent impairment associated with this event.